Manufacturer narrative:
Upon receipt at our (B)(4) laboratory, visual inspection indicated that the lead was severed 205 millimeters from the terminal pin. Only the proximal section was returned. There were set screw marks noted on all terminals. Cuts were noted in the insulation. Continuity tests were performed and measurements were within normal limits.

Manufacturer narrative:
A request was made to have this rv lead returned for analysis. However, the lead was destroyed during the procedure, and available information suggests that it will not be returned to boston scientific. This event will be updated if any additional information becomes available.

Event description:
--

Event description:
Boston scientific received information that this chronic transvenous right ventricular (rv) defibrillation lead was explanted due to a suspected lead fracture. The lead was reportedly exhibiting high impedance measurements, and was unable to capture at high pacing outputs. No adverse patient effects were reported as a result of these observations.